Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxt150 15.0 diopter was explanted due to the reported halos and glare issues. The replacement iol was a model zct150 of the same diopter. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order (po) of the device were reviewed and no deviations or non- conformance reports (nc) associated to this po were found. The product was manufactured and released according to specification. A search in complaint system revealed that no additional investigation request (ir) has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.